Event description:
Healthcare professional reported implantation od seri in the breast on (B)(6) 2013, during a "salvage [latissimus dorsi]" procedure. Patient presented on (B)(4) 2013 with "exposed [seri] and "some infection." Tissue integration was reported as "very little," and on (B)(6) 2014, "90+ percent of the seri device was explanted.

Manufacturer narrative:
Due to the report of infection, the device is not available for return. Therefore, allergan will not receive it and no analysis or testing will be done. The events of infection, exposure, and non adherence are surgical/physiological complications and analysis of the device generally does no assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of infection and extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established. Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time.